Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented with a systemic infection related to septic arthritis in the lower extremity. A transesophageal echocardiogram (tee) revealed vegetation on the right ventricular (rv) lead. The entire system, including the pacemaker and the rv lead, was explanted and replaced with a leadless pacemaker. The patient remained in stable condition.